Event description:
The recipient reportedly experienced swelling following initial surgery. The recipient was prescribed antibiotics.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's swelling resolved and resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.